Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a possible gastrointestinal (gi) bleed. The patient had elevated pulsatility index (pi) levels that had been rising to a range of 7-11 since (B)(6) 2022; pump flow and power values were normal, although the patient experienced a few low flow events associated with a vasovagal episode. The vasovagal episode was thought to be related to hypovolemia. The patient's blood pressure was well controlled. There were no signs of active bleeding or thrombus. Log file analysis confirmed multiple low flows on (B)(6) 2022 and (B)(6) 2022. An echocardiogram (echo) was performed, and the pump speed was optimized. A gastroscope and cystoscope were also performed that revealed some polyps and presence of clots in the small intestine. A capsule enteroscopy was also performed; none of these tests could identify the source of bleeding. A ramp study was also performed that revealed a collapsed vena cava superior. There were no indications of thrombus, as all hemolytic labs were normal. Several blood transfusions were performed, and the patient was given albumin; the bleeding and vasovagal episode resolved. The site would rule out von willebrand disease while the patient was in outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Analysis of the log files provided by the account confirmed low flow alarms. According to the account, the low flow alarms were associated with vasovagal episodes. The account stated that the vasovagal episodes were related to hypovolemia. The submitted system controller event log file contained data from 18sep2022 through 19sep2022. The file captured a single low flow hazard alarm on each day. Of note, the pi values were elevated at the time of the alarms. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Analysis of the log files provided by the account confirmed low flow alarms. According to the account, the low flow alarms were associated with vasovagal episodes. The account stated that the vasovagal episodes were related to hypovolemia. The submitted system controller event log file contained data from 18sep2022 through 19sep2022. The file captured a single low flow hazard alarm on each day. Of note, the pi values were elevated at the time of the alarms. The pump appeared to operate as intended at the set speed. The patient remained on going on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) until on (B)(6) 2022, when the patient was admitted for melena as reported under MFR#: 2916596-2023-03743. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient experienced a drop in their hematocrit levels and melena. A polypectomy was performed. The patient was discharged home in stable condition.